Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-541a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph procedure at 68,000 joules and 20 minutes use, the fiber was observed to be forward firing. The fiber was exchanged and the same issue was observed with the second fiber at 30,000 joules and 10 minutes of use. The fiber was exchanged again and the procedure was completed with another fiber. Patient outcome: "stable". There was no injury to the patient reported. This report is for the second fiber used.